Event description:
It was reported that there was low impedance on both the right ventricular (rv) and atrial leads. The rv lead was capped and replaced, and the atrial lead was reprogrammed to unipolar and remains in use. During the attempt to implant a new atrial lead, the physician was unable to get the second introducer down for the atrial lead. The lead was not used. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; the full lead was returned for analysis.